Event description:
The patient underwent open tracheostomy with no initial complications. Upon arriving to unit, there was difficulty with keeping insufflation of the pilot balloon, and noted a very large air leak. Patient returned to or (operating room) for exchange. After the exchange, the team inspected the tracheostomy and noted a very small hole. The balloon had been checked prior to insertion. Per physician's email, "this was an equipment malfunction. The tracheostomy cuff had a small pinhole in it. It was holding air when we left the operating room, and no cuff leak was noted by anesthesia. After we exchanged it, we inspected the tracheostomy and noted a very small hole. The balloon had been checked prior to insertion at the initial operation and no defect was noted. The patient¿s tracheal rings were heavily calcified, and it¿s possible that the balloon caught on a sharp edge during insertion causing the pinhole. The tracheostomy tube was a shiley 60xltcd. I have no standard of care concerns. The event was quickly recognized, remedied, and not expected to have a large impact on the patient¿s recovery."